Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high thresholds and oversensing of noise in the form of an increased sensing integrity counter (sic) and multiple high rate non-sustained episodes. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.